Event description:
It was reported that during a lap sigmoid procedure, the stapler cut, but partially stapled. Used suture to complete the procedure. There was no patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time. D4: serial#= na.